Manufacturer narrative:
This complaint is related to MDR#1828100-2015-00491 and 1828100-2015-00492. The sales rep and service engineer checked the air sensor, but the reported issue was not duplicated. They checked air sensor event log. On the log, event log "8 vdc power supply error" was recorded on the issue's occurrence time and date. It was their first time seeing this error message.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, during extracorporeal circulation , the air bubble detector (abd) alarmed while infusion the last cardioplegia (cpg) solution. The user checked tubing on the circuit, but no air bubble observed. The user turned off and the abd once and turned it back on again. It alarmed continuously. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the complaint was not duplicated. No abnormal alarms occured during testing of the air sensor and module. The product surveillance technician (pst) physically agitated the air sensor and its connector during testing which did not cause failure. The pst visually examined the air sensor with nothing observed that would cause failure. The pst tested the module and sensor over a five day period with no abnormal alarms occuring.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Data log analysis was performed on the air bubble detector (abd) module logs. Logs showed multiple instances of the 8 volt (v) power supply to the ultrasonic air sensor falling outside the 8.0 +/- 0.4 volts direct current (vdc) design specification. Low voltages were observed on this line. During laboratory analysis, the module¿s power supply to the sensor was measured to be 7.97 vdc which is within the 8.0 +/- 0.4 vdc design specification. The unit was returned to the lab for further testing. The 8v sensor supply line was monitored with an oscilloscope set to trigger if the voltage dropped below the 7.6 vdc design specification. During 48 hours of monitoring, there were no issues found with the supply voltage. System was placed in cold soak for three hours then monitored. After 96 hours of additional testing, including the system warming back up to ambient temperature, the system exhibited no voltage anomalies. From correspondence with customer, the manufacturing engineering center (mec) found the device was used per the operators manual, with the exception that it was not tested before the case. A letter was sent to mec instructing them to reinforce to the customer to follow the operators manual, including the "test before use" section. No additional action will be taken at this time.